Event description:
It was reported that revision surgery was performed. The patient reportedly skin patch tested very positive for a sensitivity to cobalt.

Manufacturer narrative:
The devices involved were not returned to the manufacturer for analysis. An independent research facility has provided a copy of the report to the manufacturer, but the devices will not be returned. We have selected evaluation codes based on the available information within this report.

Event description:
It was reported that post implant a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed twice, and subsequently a new band was placed as the reservoir change was alleged to be completely inefficient. There were no adverse patient consequences reported. Four attempts have been made to obtain additional information. If additional details become available a 3500a supplemental will be sent.